Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between october 08, 2018 - october 09, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused or contributed to the reported condition. Functional leak testing was performed which revealed a leak from the spike port weld. Additional magnified inspection was performed which revealed a tear where the leak had occurred. The reported problem was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted